Event description:
Report #2 of 2 rec'd of a pump losing power with the same pt. The customer contact stated that the homecare pt was receiving an unspecified pain mgmt therapy. Reportedly, the pt called the facility to report that the pump lost power while in use. The pump was replaced with a backup pump that was readily available in the home. The customer stated that new batteries had been installed in the backup pump. After an unspecified length of time, the backup pump also lost power. It was unspecified whether an alarm occurred prior to the pump losing power. After an unspecified length of time, the pt rec'd a replacement pump and the infusion was resumed without further incidence. There were no reported adverse pt effects. Though requested, no add'l info was provided.